Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during introduction of the sphincterotome into the endoscope through a non-bsc biopsy cap, the tip of the sphincterotome was bent. The bent tip caused the cutting wire to rotate and the device to have an improper orientation. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cut wire was bent. The orientation of the device did not meet specification. Functionally, when bowing the device it would not bow in plane due to the bent cut wire. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the bent cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during introduction of the sphincterotome into the endoscope through a non-bsc biopsy cap, the tip of the sphincterotome was bent. The bent tip caused the cutting wire to rotate and the device to have an improper orientation. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.